Event description:
It was reported that on (B)(6) 2022, some blue dust was created from friction on the ria shaft to plastic. No fragments were retained in the patient. There was no surgical delay, and the procedure was completed successfully. No further information is available. This report involves one ria 2 bone harvesting kit 520mm sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: hto complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: manufacturing location: packaged, sterilized and released by: monument release to warehouse date: 04-may-2022 expiration date: 31-mar-2023 part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile lot number: 792p414 (sterile) lot quantity: 12 production order traveler met all inspection acceptance criteria. Packaging label log (pll) lppf rev b, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 22696 supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m001, reaming rod/drive shaft packaged, lot number: 792p287, lot quantity: 12, production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ii ream rod/dr shaft seal, lot number: 604p241, lot quantity: 600. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073695 rev a met all inspection acceptance criteria. Certificate of conformance supplied by rochling medical dated 26-dec-2021 was reviewed and determined to be conforming. Note: raw materials certifications from rochling sub-contractors were included in the DHR. Part number: 03.404m002, graft/irr/suction assembly, lot number: 792p337, lot quantity: 12, production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m014, irrigation tubing set, lot number: 579p095, lot quantity: 192, inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073691 rev a met all inspection acceptance criteria. Certificate of compliance supplied by harmac medical products dated 03-dec-2021 was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set, lot number: 590p624, lot quantity: 192, inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073692 rev a met all inspection acceptance criteria. Certificate of compliance supplied by harmac medical products dated 10-dec-2021 was reviewed and determined to be conforming. Part number: 03.404m033, ria ii graft filter, lot number: 773p982, lot quantity: 300, inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073696 rev d met all inspection acceptance criteria. Certificate of conformance supplied by rochling dated 19-mar-2022 was reviewed and determined to be conforming. Note: raw materials certifications from rochling sub-contractors were included in the DHR. Part number: 03.404m003, manifold assembly packaged, lot number: 792p351, lot quantity: 12, production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m010, ria ii manifold assembly, lot number: 721p635, lot quantity: 300, inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073694 rev d met all inspection acceptance criteria. Certificate of conformance supplied by rochling dated 18-feb-2022 was reviewed and determined to be conforming. Note: raw materials certifications from rochling sub-contractors were included in the DHR. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.